Manufacturer narrative:
The device associated with this complaint has been received, however, the investigation is pending. A follow-up report will be filed when the investigation has been completed.

Event description:
During shift check, after the replacement of the lifeband, the autopulse platform (s/n b)(4) displayed "system error, out of service, revert to manual CPR" upon powering up. No patient involvement.

Manufacturer narrative:
The customer reported a complaint that "the autopulse platform (sn (B)(6)) displayed a "system error, out of service, revert to manual CPR" error message" was confirmed during the functional testing and based on the review of the archive data. The root cause for the customer reported system error was a failed communication between the drive train motor and the processor pca board. The autopulse platform was manufactured in march 2017 and it is nearing the expected serviceable life of 5 years. Upon visual inspection, unrelated to the reported complaint noticed a damaged front enclosure and battery spring guide screw holder, and a battery guide spring in the battery compartment, likely caused by user mishandling. The front enclosure and the top cover need to be replaced to address the observed physical damage. The autopulse platform failed initial functional testing due to the "system error, out of service, revert to manual CPR" error message displayed upon powering on. The archive data review showed latch error 71 (motor drive train command issue) around the reported complaint date. Latch error 71 is a software logic-related fault due to a failed communication between the drive train motor and the processor pca board, thus confirming the reported complaint. The autopulse platform was connected to the autopulse vision software (ap vision 3) to reset the software and clear the system error "latch error 71". Further review of the archive data showed the occurrence of a user advisory (ua) 18 (max take-up revolutions exceeded) and (ua) 45 (driveshaft not at "home" position after power-on/restart) error messages around the reported complaint date. These error messages are unrelated to the reported complaint. The user cleared these error messages based on the archive and was not reproduced during the functional testing. User advisory is a clearable error message. The user advisory (ua) 18 is an indication that the autopulse has detected that either the patient's chest is too small while sizing the patient (take-up) or that there is no patient on the platform. The recommended actions to take for this type of user advisory are: pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. If the user advisory does not clear, the patient may be too small. Per the autopulse resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45) pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. A load cell characterization test was performed and confirmed that both cell modules function within the specification. Waiting for customer's approval for service repair. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial number (B)(6).